Manufacturer narrative:
Pump passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime, compromised force sensor system and excessive no delivery test. Unit received with minor scratched display window, cracked case at display window corner, broken battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner, stained end cap sticker and stained address/serial number label.

Event description:
The customer reported via phone call that patient had high blood glucose and sores. The customer¿s blood glucose level was 500mg/dl at the time of the incident. The customer reported that the belt clip and the battery compartment are broken and she has been using tape to keep it in place. The customer reported that she has been using her set for 2 weeks and she has sores because she has not had any additional supplies. The customer declined to troubleshoot for sores and high blood glucose. The insulin pump will not be returned for analysis.